Manufacturer narrative:
A new lead was implanted successfully. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead began exhibiting low sensing and high pacing thresholds. It was discovered that this lead had moved from the atrial appendage. A revision procedure was performed. When electrocautery was being performed in the device pocket, the ra and right ventricular (rv) leads became damaged. Both leads were capped and successfully replaced. There were no additional adverse patient effects reported.